Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The inner tubing of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet was still inserted in it, and with the helix was fully retracted. Visual inspection found the inner tubing buckled. Buckling of the inner insulation may not fully transfer torque to the helix when turning the df-4 connector pin. However, helix tests was performed. It was difficult and possible to extend/retracted the helix and turns within specification, but the helix was visibly bent.

Event description:
It was reported that during the procedure when the "operator checked the screw at the table, it did not extend." The lead was not implanted and no patient complications have been reported as a result of this event.